Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. (B)(6).

Manufacturer narrative:
The pump was returned to animas for evaluation. There was no reported patient impact associated with this complaint. Evaluation revealed that keypad button presses did not activate desired pump functions. Evaluation also revealed that the keypad rubber was damaged. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged.

Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas alleging that keypad button presses did not activate desired pump functions. During the time of concern, the patient reportedly developed blood glucose levels of "318 and 427 mg/dl." However, the reporter denied that the patient developed symptoms of nausea or vomiting. No other symptoms were reported. On (B)(6) 2011, the reporter treated the patient with a backup plan for insulin delivery (injections). Based on the information provided, this complaint is being reported since the reporter claimed that the pump was unresponsive to button presses. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.